Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report#: (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Customer information: the pump infuses faster than programmed, and when the equipment is turned off, it loses the memory of the last infusion programmed. It infused in 20 minutes the total chemotherapy that was programmed to infuse in one hour.

Manufacturer narrative:
B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. Based of the technical investigation report of the follow-up report was created. A visual test was performed. No damages could be found. Furthermore a flow measurement was performed. All values were into the specification of the device (+-5%). The reported infusion therapy from customer was reproduced. No malfunction or errors could be detected. Therefore the complaint could not be confirmed. The reported flow deviation could not be detected.